Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during a hip revision procedure, a liner would not seat properly into the acetabular cup. A second liner was used to complete the procedure.